Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump in the middle of the night. Customer was feeling sick and would press the act button and the pump would flash at her a couple times. Customer stated that it flashed at her when she cleared the alarm and has not had any problems after that. Customer was sleeping when she was woken up by the pump's vibrations. Customer's blood glucose level was around 400 mg/dl when she woke up. Customer does not want to return the reservoir or set for analysis. Customer stated that she may have to change the infusion set a few times to get it to work. Customer noticed an off no power alarm. Customer stated that the battery was previously used. Customer was out ice fishing that day and thinks the temperature may have caused the alarm. Customer stated there was a crack no the reservoir compartment and on the back of the pump. Insulin pump will need to be replaced. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.